Event description:
Information received indicates the head section will not rise.

Manufacturer narrative:
The technician found the solenoid was not functioning. The technician replaced the solenoid to repair the bed.